Event description:
It was reported to boston scientific corporation that a trapezoid basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotomy procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a 1.2cm stone. However, the handle cannula broke while the stone was still inside the basket. The physician shook the basket to release the stone and the basket was removed. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached, and the tip is attached to the basket. In addition, the thumb ring (a handle component) was detached and has traces of junction with the handle. The handle also shows stress marks at the junction of the thumb ring and the handle. The dimensional test verified that the measurements of the screws were within the allowed tolerances. The reported event was confirmed. Based on all available information, it is possible that an excess force had been applied during the procedure. Perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotomy procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a 1.2cm stone. However, the handle cannula broke while the stone was still inside the basket. The physician shook the basket to release the stone and the basket was removed. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).